Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unable to verify pump error 35 alarm due to critical pump error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a pump error alarm. The customer¿s blood glucose was unknown. Troubleshooting was done for pump error alarm. Customer reported that the insulin pump was not exposed to a high magnetic field. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.